Manufacturer narrative:
Insulet was informed at the time of the initial reporting that no device was available to be returned for investigation. Insulet has not been informed of any updated information and insulet has not received the device back for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced pain and redness at the site of the pod on (B)(6) 2025, with a recorded blood glucose level of 17 mmol/l (306 mg/dl). The patient consulted a general practitioner at (B)(6) on (B)(6) 2025 and was prescribed a course of flucloxacillin. Despite medication, symptoms did not improve, leading to a follow-up visit on (B)(6) 2025, during which the gp advised continuation of the antibiotics. By (B)(6) 2025, the patient reported worsening pain and was referred to the hospital. At (B)(6) hospital, the surgical team assessed the patient and recommended stronger antibiotics, with surgery presented as a secondary option. The patient was prescribed co-amoxiclav and reviewed again on (B)(6) 2025, where the hospital confirmed the antibiotics were effective, and treatment was continued.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.